Manufacturer narrative:
Qn# (B)(4). The customer returned one sheath assembly for evaluation. The device contained obvious signs of use in the form of biological material. Visual examination revealed slight damage on the sheath tip. The tip appeared compressed and deformed, which is damage consistent with undue force being applied during insertion. Visual examination of the sheath body did not reveal any defects or anomalies. The total length of the sheath measured to be 31.7" which is within specifications of 30.875-31.875" per product drawing. The outer diameter of the returned sheath measured to be 0.126" which is within specifications of 0.124-0.128" per product drawing. The inner diameter of the sheath tip could not be accurately measured due to the damage observed. The customer did not provide a lot number; however, a potential lot was determined based on sales history review for this customer. A device history record review was performed on the potential with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage." The customer report of sheath tip damage was confirmed by complaint investigation of the returned sample. The sheath tip was compressed and deformed, which is damage consistent with undue force being applied during insertion. The sample passed all relevant dimensional inspection and a device history record review was performed on a potential lot identified from sales history with no relevant findings. Based on the condition of the sample received, unintentional use error (undue force) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: sheaths were kinked out of the box. They used one not realizing it was kinked. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: sheaths were kinked out of the box. They used one not realizing it was kinked. No patient harm reported. The patient's condition is reported as fine.